Event description:
Medical examiner called to report pt's death due to mechanical over expansion of lungs with bilateral pneumothoracies. Medical examiner's report concluded accidental death due to human error. Medical staff inflated cuff of tracheostomy tube while the pt was using the speaking valve.

Manufacturer narrative:
Based on info reported by the user facility in this case. There was no device malfunction on the part of the valve. Pt death occurred due to user error of the device (tracheostomy tube cuff was inflated by a health professional while the valve was still in place). As the MFR of the valve co takes special care to package every valve with an extensive instruction booklet and caution labels that specifically state that the trach tube cuff must be deflated when the valve is in place. The caution labels are designed to be placed on the trach tube as well as at bedside or on the pt's chart. This unfortunate incident was due to human error.